Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that right after insertion, the infusion set's tubing disconnected from quick release. The site location was patient's lower back and the pump was located in a pouch on the belt. The infusions were stored in a cupboard. There was no stress and pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.